Manufacturer narrative:
A steris service technician arrived onsite to inspect the amsco 400 sterilizer and found that the check valves were damaged. As the check valves were not working properly, this allowed steam to flow backwards causing damage to the water supply line and the reported leak to occur. The technician replaced the check valves. The unit is currently removed from service pending repairs to the water supply line. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported water and steam leaking from their amsco 400 sterilizer onto the floor. No report of injury.

Manufacturer narrative:
The technician made the necessary repairs to the unit. However, the facility is still making utility repairs. The unit will be returned to service, once facility utility repairs are complete. No additional issues have been reported.